Event description:
The patient¿s blood glucose level rose to 21.8 mmol/l (392.4 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported they had placed a new pod in the evening of 01 june 2026. Overnight they did not experience any changes in their glucose levels, and they had a very active day at work causing them not to need much insulin. In the evening, when they had two plates of pasta and administered a bolus, they noticed their glucose levels rising rapidly to unreadably high with the dexcom g7 sensor. The adhesive of the pod was secure, and no leaking was observed. As they thought the pod was faulty, they removed the pod and saw the cannula was stuck to the adhesive. A new pod was placed successfully. The patient was feeling nauseous and called the emergency line at the university medical center groningen in the evening of 02 june 2026. The patient was advised the amount of insulin to be administered via the new pod. The patient grew increasingly nauseous and went to the emergency room (ER) where the staff tested their glucose levels (21.8 mmol/l at that time), and did a blood test and tested for ketones. The results were clear. The staff provided a schedule for insulin administration via boluses. The patient returned home after approximately 1 hour. The patient was not hospitalized and did not receive any diagnosis, treatment, or prescription during the ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.